Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-09: device available for evaluation: yes. Section d-09: returned to manufacturer: 26-feb-2021. Section h-3: device returned to manufacturer: yes. Section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half (only one half received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the lens was implanted in the patient's ocular sinister (left eye) . The lens was explanted due to complaints of refractive surprise. The lens was replaced with a different model lens with a different diopter size. There was no medical intervention and patient outcome information was not provided. There is no further information available.